Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Damaged air detector sensor, cracked battery door, scratched lcd lens, and missing cassette detector seal were found. The customers stated problem was not confirmed. The device found no issue with cassette sensor alarm or not working instead found air detector sensor calibration failed during testing. The air detector sensor was replaced and the other finding were repaired. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the cassette sensor and alarm are not working. No patient injury was reported.